Manufacturer narrative:
It was reported that the brace allegedly would not stay locked anymore after 1 month and 25 days of use. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that the brace allegedly would not stay locked anymore after 1 month and 25 days of use. No injury reported.